Event description:
It was reported that the device exhibited unexpected longevity and an accelerated battery voltage decrease. Device reprogramming recommendations were discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).